Manufacturer narrative:
MDR was inadvertently files. Event is not reportable.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that read "high" on the pump, specific value was no provided. Cause for the high bg was unknown. Reportedly, the customer gave themselves a bolus and drank water to address high bgs. A recommendation was made for the customer to discuss bg levels with healthcare provider.